Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting the status of supplies that were recently ordered. Customer's blood glucose was unknown at the time of incident. Customer indicated that they were hospitalized due to sensor issues but did not provide any further information about the hospitalization. No further details given.